Event description:
Per the clinic, the patient was treated with topical steroid.

Event description:
Per the clinic, the patient experienced an infection behind the ear due to wearing the sound processor behind the ear (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.